Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's ins was overdischarged due to lack of compliance. A trickle charge was performed and the resulting por was going to be cleared on (B)(6) 2018. Information was received from a healthcare provider (hcp) and manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the hcp had a note stating there was a stimulator revision/removal and replacement. A manufacturer representative (rep) was reached out to. It was reported that the hcp appeared to have decided to replace the full system. No further complications were reported.